Event description:
The manufacturer received information alleging a ventilator was alarming for high inspiratory pressure and the volume was not accurate. The patient required to be manually ventilated with a resuscitation bag. The device was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.

Manufacturer narrative:
The manufacturer received information alleging a ventilator was alarming for high inspiratory pressure and the volume was not accurate. The patient required to be manually ventilated with a resuscitation bag. The device was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed. After receiving further information from the pms clinical expert, it is determined that the initial report should have been filed as product problem only.